Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited atrial lead noise. No further information was provided. The lead was surgically abandoned. No additional adverse patient effects were reported.